Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer: describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in right ventricular (rv) shock impedance measurements. There was a gradual increase in shock impedance measurements, measuring from approximately 72 ohms to 140 ohms range. Boston scientific technical services consultant recommended further troubleshooting. This crt-d and rv lead remains in service and there were no adverse patient effects reported.